Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) cuff at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually examined and microscopically tested. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the component. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of defective cuff.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was faulty. Only the cuff was removed and replaced. No further information was provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was faulty. Only the cuff was removed and replaced. No further information was provided.